Manufacturer narrative:
Device analysis report attached. This report is submitted on april 05, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to a wound breakdown and an extrusion of the device slightly at coil site. There are no plans to reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
This report was submitted on march 16, 2023.